Manufacturer narrative:
Concomitant medical products: product ID 3387-28, lot# 0206578334, product type: lead; product ID 3387-28, lot# 0 206578334, product type: lead. (B)(4).

Event description:
It was reported that the lead stopped functioning a few days after the implant. The product status at time of report was ¿implanted-out of service.¿ as a result a replacement will be required. It was unknown what the cause of the issue was, if any troubleshooting had been performed, or if the product issue was resolved. Additional information has been requested but was not available at the time of this report.